Manufacturer narrative:
Follow-up #1: date of submission: 09/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: all keypad buttons were unresponsive. The audio bolus button failed due to no response from the keypad. Investigators were unable to confirm the complaint regarding moisture in the cartridge compartment. However, corrosion was noted in the battery compartment. Upon removal of the keypad, no damages were observed to button contacts or the keypad flex cable. The pump was opened up and corrosion was found on the keypad connector and the printed circuit board. Unrelated to the original complaint, the battery compartment was noted to be cracked. A leak test failed due to a crack in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up, down and ok keypad buttons were under-responsive to user presses. In addition, it was reported that there was moisture in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.